Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation is rupture and silicone migration. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side "extracapsular silicone is present at the superior and lateral aspects of the left breast", "simple cysts" rupture, "sagging" and capsular contracture baker grade I. The device remains implanted.